Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2007; and on (B)(6) 2007 she had repair of vaginal ulcer secondary to mesh erosion and mesh removal.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and a sling was used. The patient experienced extreme physical pain, bleeding, protrusion and erosion of mesh and multiple corrective procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat vaginal prolapse and stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00712. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, vaginal dehiscence, organ perforation and dyspareunia.